Manufacturer narrative:
The lot number was provided so a lot history review was performed. The device was returned to bd for evaluation. The investigation is still underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584 pta balloon dilatation catheter allegedly experienced a deflation issue and retraction problem. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation was inconclusive for 1149 - deflation problem and 1536 - retraction problem. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584 pta balloon dilatation catheter allegedly experienced a deflation issue and retraction problem. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.